Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported the patient was hospitalized for fluid buildup and not draining. Additional details were obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2025 due to fluid retention from not draining. The pdrn stated the draining issue was not related to use of the liberty select cycler or other fresenius product(s). The cause of the draining issue was not confirmed. The patient was discharged on (B)(6) 2025. The patient continues to utilize the same liberty select cycler for treatments without issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
It was reported that this peritoneal dialysis (pd) patient reported the patient was hospitalized for fluid buildup and not draining. Additional details were obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was admitted to the hospital on (B)(6) 2025 due to fluid retention from not draining. The pdrn stated the draining issue was not related to use of the liberty select cycler or other fresenius product(s). The cause of the draining issue was not confirmed. The patient was discharged on (B)(6) 2025. The patient continues to utilize the same liberty select cycler for treatments without issue.